Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed noise on the right ventricular (rv) lead and the patient received an inappropriate shock which was determined to be due to a lead fracture. A lead revision procedure was performed and the rv lead was capped. This device is included in the shortened replacement window advisory. Due to the inability to estimate a confident longevity, the physician was not comfortable leaving the device implanted; therefore, the device was electively explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.